Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist attempted to request more information from the customer through both a phone call and an email. However, no response was received from the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had the patients in the station were not reflecting correct admission and discharge status the customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.